Manufacturer narrative:
During the evaluation of the device at the manufacture's service center, an issue related tot he ventilator's sensor board was observed. The device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.